Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was intermittently unresponsive. Troubleshooting was not performed as contact was not in possession of the pump at the time of the call. Multiple attempts were made to follow up with the customer regarding the reported issue. No response was received from the customer. There was no reported impact to customer's blood glucose level.